Event description:
In 2009, the lay-user/reporter contacted lifescan, alleging that a one touch ultra 2 meter was reading inaccurately erratic. The pt tests her blood glucose 3-4 times a day. She takes a set dose of actos once a day in the morning. She also takes sliding-scale novolin 70/30 insulin twice a day based on her meter readings. The reporter was unable to provide a date/time as to when the alleged issue began. However, the reporter admitted that he recently found out that the pt had never coded the meter. The reporter mentioned that a day prior, during the morning time, the pt got a result of "200 something." Based on the meter reading, the pt took an unspecified dose of sliding-scale novolin 70/30 insulin. She also ate breakfast that morning and took her actos medication as usual. Around 2:00 pm that same day, the reporter claimed that he found the pt in a state of "diabetic shock." He described the pt as appearing pale and unable to speak. The reporter tested the pt's blood glucose 3 times within a 15 min time period while she was symptomatic and got results of "170, 148, and 152 mg/dl." Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <= 20 mg/dl. The reporter treated the pt with a glucose drink. Within 5 mins, she was able to talk, but then her blood glucose dropped again. The reporter gave the pt more of the glucose drink and also some glucose tablets. The pt's symptoms were relieved. In the next day, the reporter claimed that the pt got another unspecified morning result of "200 something." Again, the pt ate breakfast and took her medications as prescribed. Around noontime, the pt tested her blood glucose and got another result of around "200 something." Due to the elevated meter reading, the pt reportedly ate less for lunch. Within mins of eating lunch, the reporter again claimed that the pt went into "diabetic shock." He tested her blood glucose while she was symptomatic and claimed to have gotten a result of "177 mg/dl." He treated her with glucose tablets. About a half hour later, when she was feeling better, he tested her blood glucose again and got "165 mg/dl." The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia 2 times as a result of the meter reading inaccurately high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.